Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the (B)(6) of peritonitis in a patient coincident with dianeal pd2 unknown therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis as manifested by body weakness. That same day, the patient was hospitalized for the peritonitis. The cause of the peritonitis was not reported. On an unreported date in (B)(6) 2011, remedial therapy began with vancomycin/l (50mg, pd soln) and amikacin/l (25mg pds loading dose and 12mg pds maintenance). The outcome for the event of peritonitis was not reported. The nurse stated that the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is undetermined.